Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a close door error was reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link switch which was not functioning as intended. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a close door issue that occurred as soon as it was turned on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.